Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 3 had broken handle. The field service engineer replaced the tower door and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the tower door handle was broken. The customer stated that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.